Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h6(health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions), h11. Users seek third-party repairs. No other information is available. In future if we receive any information regarding repair, will reopen and update the investigation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by customer, the cs100 intra-aortic balloon pump (iabp) could not be turned on. There was no patient involved.